Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. The patient is not known to be pacemaker dependent. Technical services recommended to replace this device and to return in for product analysis. The patient has a do no resuscitate status and is weak and tired. It was confirmed that the pacing was not turned off. At this time, the device remains in service. No adverse patient effects were reported.